Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) was confirmed. As received, the charger/modem would not power on. The cause of the problem was isolated to flash memory pld component u1003 and pxa component u104 on ca board sn (B)(4). The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on 4/16/2013. Implementation began on 5/9/2013. Additionally, the power supply connector was defective. The root cause for the defective power supply connector could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A distributor returned a battery charger/modem indicating that it will not power on.